Event description:
It was reported that patient presented device data via merlin.net with alert for high voltage lead impedance low and out of range. Other lead related measurements were normal. Future lead evaluation was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.